Manufacturer narrative:
An event of tip of the dilator being split was reported. One image from field appeared to show blurred view of torn and damage tip of dilator that was passed through the distal end of sheath. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Abbott is performing further investigation to monitor this issue.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer amulet delivery sheath was chosen for a procedure. During procedure, while inserting the delivery system in the femoral vein the dilator tip split. A new 14f amplatzer amulet delivery sheath was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.